Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received and the lot number has not been reviewed. We have not performed device history record review in this case supplemental report will be submitted with any relevant info.

Event description:
It was reported that the physician attempted arteriotomy closure using a starclose vascular closure system after an unk procedure. The physician advanced the thumb advancer to the arrow after the angiogram and the vessel locator button released. The vessel locator wings collapsed. The device was removed and hemostasis was achieved using manual compression. There was no pt injury or adverse effect. No additional info available.